Event description:
Baxter germany reported "broken twist clamps after approx 4 weeks" with the transer set. This was noted during use with no pt injury or medical intervention reported by the complaint coordinator.